Event description:
It was reported that the right atrial lead exhibited loss of sensing, though far-field p wave sensing was observed on the ventricular channel. A chest x-ray revealed that the atrial lead was not dislodged. The patient was being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.